Event description:
A dexcom employee contacted dexcom technical support on behalf of patient on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three attempts to contact the patient were made with no success. There was no report any medical intervention or injuries.